Event description:
Home monitoring has reported shock impedances of greater than 150 ohms 6 times in the last year. Impedance readings the next day are back to normal. Lead remains implanted. No adverse patient events have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring has reported shock impedances of greater than 150 ohms 6 times in the last year. Impedance readings the next day are back to normal. Lead remains implanted. No adverse patient events have been reported.